Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Six events were reported for this quarter; 6 devices were received for evaluation; 3 events were duplicated. The event was not confirmed during testing for 1 device; however, the device was found to be out of specification. One device was found to be affected by corrosion; 3 devices were found to be affected by a damaged component. The reported event was not confirmed for 2 devices; the devices were found to be within specifications for the reported event. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes 6 malfunction events in which the device overheated. Two events had patient involvement; no patient impact. One event had no patient involvement; no patient impact; 3 events had no known patient involvement; no known patient impact.